Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4). Has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that bd¿ phlebotomy sharps collector, 1.5 qt needle port was damaged, but still operable. The following information was provided by the initial reporter: "during the inspection on unused products at the customer's side, one product was found to be chipped at its corner."

Event description:
It was reported that bd¿ phlebotomy sharps collector, 1.5 qt needle port was damaged, but still operable. The following information was provided by the initial reporter: "during the inspection on unused products at the customer's side, one product was found to be chipped at its corner."

Manufacturer narrative:
H.6. Investigation: pictures were received showing the issue that customer reported in order to proceed with the investigation. According to the DHR review process, the result showed there were no issues reported like base broken ¿ damaged during the manufacturing process of the lot number (1175904) reported under this customer complaint ((B)(6)). A review of the ncmr¿s was performed; the result showed there were no issues reported like base broken or damage issues for the same part number (305487) throughout the last twelve months (jan-2021 thru jan-2022). As part of this investigation it was noticed that this issue arose from a product sold in japan, for this reason, the evidence of the packaging used will be needed to determine the root cause of this matter since in accordance to previous information provided by customer all product sold to japan is being repackaged, therefore, this product might be manipulated and changed from the original packaging to a non-suitable packaging causing damaged during transportation from the distributor to the final user. With all this information it was concluded that this product had additional handling by a distributor. For this reason, it can be concluded that there are many variables that could generate this failure mode because the distributors can do partial sells and the controls to handle remaining material is unknown.